Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in log reviews, the error 25745 was found, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was found on the insertion switch that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all the relevant testing was passed within specification. Although a definitive root cause cannot be determined, the probable root cause is attributed to axes controller spar button board 3 (acsb3) printed circuit assembly (pca) in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that the grab and move function was not working on the universal surgical manipulator (usm)3. The user continued with the procedure as planned. No known impact or patient consequence was reported.